Manufacturer narrative:
The device could not be located to be evaluated.

Event description:
It was reported by service report that the fowler will not go all the way down. It is unk if there was pt involvement or if there are adverse consequences to report.